Event description:
Small tip of shave was noted to be missing intraoperatively. An x-ray was taken and the missing piece was found to be in the knee. It was removed by the surgeon and a second x-ray confirmed it was out.